Manufacturer narrative:
The tech replaced the foot end brake casters to repair the stretcher.

Event description:
Info received indicates the foot end brake casters will lock, but continue to ratchet.